Event description:
It was reported that during a scheduled device changeout procedure, when the non-boston scientific right ventricular (rv) lead was connected to this cardiac resynchronization therapy defibrillator (crt-d), out-of-range impedance measurements were obtained. Technical services (ts) was consulted and confirmed that connection was checked during the procedure. Ts also discussed that it is possible that the lead could have been damaged during the procedure. The field representative stated that it is planned to increase the out-of-range alert to 3000 ohms. No adverse patient effects were reported. At this time, this device system remains in service.